Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2016, per a report from computed tomography 3; ¿impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted to the right with its proximal cone lying on the wall of the ivc possibly embedded in it. Addendum: the anterior right strut penetrates 4 mm through the ivc wall. The anterior left strut penetrates 4 mm through the ivc wall. The posterior right strut penetrates 8 mm through the ivc wall. The posterior left strut penetrates 11 mm through the ivc wall.¿

Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2021-00965. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # in this initial medwatch report. Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation, embedment, tilt, bleeding, throbbing. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding, throbbing is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient received an implant on (B)(6) 2021 via the right intrajugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges tilt, vena cava perforation, and embedment. The patient further alleges bleeding and throbbing. On (B)(6) 2021, per a report from computed tomography 2; ¿impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted the right with its proximal cone lying on the wall of the ivc possibly embedded in it.¿